Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 138 mg/dl at the time of incident. The customer stated has been on manual injections since the pump will not turn on. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to broken solder joint of b1 on the interface board. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.